Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found angulation in the up direction is out of standards due to the worn angle-wire, universal cord is corrugated, air/water cylinder is dented, suction cylinder is peeled off, electrical connector is corroded, waterproof failure due to the deformed forceps lever, the forceps-raising angle is out of standards due to the cut knob-wire, the guidewire-raising angle is out of standards due to the worn knob-wire, knob-wire has malfunction, light guide lens is broken, bending section cover adhesive is detached, and the connecting tube is corrugated. DHR review of the subject device confirmed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. Based on the results of the investigation, it is presumed the following led to the malfunction: humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the suggested event could not be confirmed. Since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. The foreign material could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the forceps elevator wire was cut off on the evis lucera duodenovideoscope. The issue was found during preparation for use for an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.